Event description:
The (B)(6) was informed that some automatic electronic defibrillators (AED) uses audible instructions that are inaccessible to persons who are deaf or hard of hearing possibly jeopardizing someone's life. What can be done to ensure that all aeds are accessible?